Event description:
Healthcare professional reported left side capsular contracture baker grade 4. Device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
Reporter phone number: (B)(6). Reporter email : (B)(6). A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: capsular contracture baker grade 4.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 health effect code and investigation conclusion code were amended.

Event description:
Healthcare professional reported left side capsular contracture baker grade 4. Device has been explanted and replaced with non abbvie product.